Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: one power event was observed in the pump black box history. There was no damage noted to the battery compartment or battery cap. The battery cap secured to the pump and the pump was exercised for 24 hours without power interruptions. The battery cap was examined and was determined to be within specifications. The pump cover was opened and there was no internal damage observed to the pump. The complaint was observed in the pump black box but was unable to be duplicated during testing. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test display and the display returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.